Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was available but has not been returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed at this time. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device.

Event description:
As reported, unable to advance due to resistance / implant was early detached: when the coil was inserted into a progreat microcatheter, resistance was felt at the tip of the microcatheter. The coil was then attempted to be pulled back, but the implant was unintentionally detached in the microcatheter. The entire coil, including the detached implant, was withdrawn along with the microcatheter and successfully removed from the patient. Another coil was unpacked to continue the procedure. Subsequently, the procedure was successfully completed.

Manufacturer narrative:
The investigation of the returned coil system found the pusher broken at the transition area, the pusher bodycoil stretched, entangled, and broken at the distal section. The portion of the pusher distal to the break site was found to be partially within the microcatheter, which is consistent with the alleged product issue. The pusher heater coil was found burnt and the pusher's monofilament profiled a mushroom shape, which indicates the implant experienced thermal detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched and broken pusher, but the damage is consistent with the device experiencing forces exceeding the pusher's yield and tensile strength. The returned microcatheter was found to have flattened sections at the distal end, which would have caused or contributed to the resistance described in the reported event.

Event description:
See h11.